Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated, nick striated and wear abrasion. Based on the device analysis the final assessment is: -two striated patterns along the same edge in the side anterior assessed as surgical damage. -nicks striated assessed as surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.